Manufacturer narrative:
Date of event - (B)(6) 2007.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05294 and 2134265-2009-05367. The patient was enrolled in (B)(6) 2007. A type ii iesion was identified in the left carotid artery. The target vessel reference diameter was 6.0mm and the lesion length was 6mm. There was 80% stenosis as measured via nascet. The target vessel was moderately tortuous with 1+ calcium present. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. Cerebral protection, a filterwire ex (190cm) was successfully used during the procedure. A carotid wallstent monorail 9.0/30mm was successfully placed at the intended site. Pta was performed with a maverick2 balloon catheter. Atropine 0.5 ui was administered during the procedure. No vasodilator was used. A transient ischemic attack (tia) was observed during the procedure. No action was taken. The tia resolved without residual effects. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure the patient was asymptomatic. The wallstent was found to be patent. There were no complications less than 24 hours after procedure.